Event description:
The following has been reported: biomed reported: sn: (B)(6). Issue: says tubing cartridge is loaded incorrectly but it is not. There was no patient harm or involvement. A preliminary review identified the following issue: tubing set misloaded unknown if an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.